Event description:
The rprt states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. No report that the lancet device has been dropped. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.